Manufacturer narrative:
The motor error alarm during basic occlusion test was due to loose drive support disk. The motor was tested outside of the device and passed. The motor position encoder error alarm was unable to be verified in the alarm history, due to erased history file. This was due to several spanish software anomalies in the alarm history file. The history file was found to be corrupted. The device was received with minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer also states receiving motor position encoder error alarm and that their settings were erased. The customer's blood glucose level at the time of incident was 150 mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.